Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise oversensing in both right atrial (ra) and right ventricular (rv) channels, and an increase in ra pacing impedance measurements, going from 420 to approximately 978 ohms. Additionally, the ra intrinsic amplitude was found to be variable and the rv trend data showed limited intrinsic amplitude with variable measurements. X-ray imaging was performed, but no anomalies were identified, and patient maneuvers were conducted, but the noise could not be replicated. Technical services (ts) recommended to consider investigating the integrity of the non-boston scientific implanted ra and rv leads. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise oversensing in both right atrial (ra) and right ventricular (rv) channels, and an increase in ra pacing impedance measurements, going from 420 to approximately 978 ohms. Additionally, the ra intrinsic amplitude was found to be variable and the rv trend data showed limited intrinsic amplitude with variable measurements. X-ray imaging was performed, but no anomalies were identified, and patient maneuvers were conducted, but the noise could not be replicated. Technical services (ts) recommended to consider investigating the integrity of the non-boston scientific implanted ra and rv leads. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported.